Manufacturer narrative:
(B)(4). The device was received for evaluation. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. Underwater pressure testing revealed a leak from a cut between the injection port tube and the middle tube. The reported condition was verified. The cause of the condition could not be determined. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a 3000 ml ethyl vinyl acetate (eva) bag cracked and leaked during filling. There was no patient involvement. No additional information is available.